Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The pump was not exposed to abnormal temperature conditions. Reportedly, the alarms continued to occur. Customer's blood glucose level was 253 mg/dl at highest. Reportedly, the customer continued using the pump for insulin therapy.